Event description:
Boston scientific resolution 360 clip malfunctioned during deployment. The clip came apart. X1 jaw of the clip was visualized at the target site (but not embedded into the tissue) and the other jaw was not visualized. Target site: post-polypectomy site in the descending colon.